Event description:
It was reported that the ventilator went blank and would shut-off. No pt harm reported. It is unk if the ventilator alarmed when the reported problem occurred.

Manufacturer narrative:
Na